Event description:
Ballon on et tube fails to inflate/deflate properly; this is becoming an intermittent chronic problem different lot numbers of this product. Multiple et tube; 2 other lot numbers returned to the company previously- vendor picked them up. This would be a new lot number.teleflex vendor does voice concern. They requested lot information and will continue to monitor. They also said they will send us a replacement case. There does not appear to be any rhyme or reason for the failure; balloons inflate but will not deflate unless the syringe is repositioned and repeatedly coaxed multiple times. Anesthesia tests all balloons prior to using the device so the failed et tube is never used on patient. Another tube is selected, tested and the intubation goes forward. Balloon failure on these devices is becoming a trend. ======================manufacturer response for cuffed tracheal tube murphy eye oral /nasal, huden rci sheridan/cf (per site reporter).======================vendor picked up 2 other lots of defective balloon et tubes of same catalog number; this is a new lot number.